Manufacturer narrative:
Chen c-j, ding d, lee c-c, et al. Stereotactic radiosurgery with versus without embolization for brain arteriovenous malformations. Neurosurgery. 2021;88(2):313-321. If information is provided in the future, a supplemental report will be issued.

Event description:
Chen c-j, ding d, lee c-c, et al. Stereotactic radiosurgery with versus without embolization for brain arteriovenous malformations. Neurosurgery. 2021;88(2):313-321. Medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to compare the outcomes of embolization and stereotactic radiosurgery (srs), vs srs alone for arteriovenous malformations (avms) using pre-embolization malformation features. The embolization + srs (e+srs) and srs-only cohorts comprised 148 and 1110 patients, respectively. Onyx was noted as a frequently used embolization method, though the exact amount of patients treated with onyx is unknown. The mean age of the e+srs group was 39.1 years, and 85/148 were female 57.4%). The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted in the e+srs group: -all-cause mortality occurred in 4/142 patients (2.8%).